Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during retrieval of bone graft from an anterior lumbar interbody fusion (alif) procedure, the trephine instrument broke into 4 pieces. The metal fragments were in the patient¿s pelvis, but successfully removed. A surgical delay of 15 minutes was reported. No patient harm was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Per facility, fragments were disposed of and instrument will not be returned for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.